Event description:
A report was received that a patient's ipg had flipped over in the pocket. The physician sutured the ipg to prevent future flipping. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.